Event description:
It was reported that in 2010, the pace/sense portion of the lead was capped and replaced due to inappropriate hv therapy caused by oversensing. Inappropriate therapy due to oversensing was observed again. Pacing impedance was found to low, out of range. The defib and pace/sense leads were both explanted and replaced with a new rv lead. Patient is fine after procedure and no further issues were reported.

Manufacturer narrative:
External insulation abrasion was noted at 16.0-16.1cm, 33.4-33.8cm, 43.8-43.9cm, and 45.3-45.4cm from the lead tip. External and internal insulation abrasion was noted at 26.7-27.6cm from the lead tip. Internal insulation abrasion was noted at 7.9-8.2cm, 9.7-10.2cm and 13.9-14.9cm from the lead tip. The etfe coating was intact at these locations. External and internal insulation abrasion was noted at 6.8-7.3cm from the lead tip. Internal insulation abrasion under the rv shock coil was noted at 4.9-6.9cm from the lead tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of oversensing.